Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device malfunctioned. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter facility phone number: (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 16.jun.2003, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent spinal fusion surgery on (B)(6) 2015 and during installation of the synframe, the instrument wasn't working properly. Reportedly, the part that swivels was very hard to move and upon further inspection it was noticed that it was broken. No surgical delay was reported. A similar product was available for the procedure to be completed. No harm was reported to the patient. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the initial complaint was reviewed and found not reportable. Per the manufacture evaluation, the complaint device was inspected and found to have a crack in the guiding coupling and was not broken as initially reported. It was concluded the information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. A similar product was used to complete the procedure, and there was no harm to the patient. A review of the complaint histories shows there have been no reports of death or serious injury for this part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Per the manufacture evaluation, the complaint device was inspected and found to have a crack in the guiding coupling and was not broken as initially reported. It was concluded the information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. A similar product was used to complete the procedure, and there was no harm to the patient. A review of the complaint histories shows there have been no reports of death or serious injury for this part number.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.